Manufacturer narrative:
Block b3 date of event: date of event was approximated on (B)(6) 2017, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of unspecified injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an upsylon y - mesh device was implanted into the patient during a robotic sacrocolpopexy + cystoscopy + rectocele repair + enterocele repair + cadaveric sling placement + urethrolysis procedure performed on (B)(6) 2017 due to stress urinary incontinence, history of recurrent apical prolapse, new onset symptomatic rectocele, possible enterocele, history of eroded mesh sling, and failed mesh sacrocolpopexy. Findings showed patient had apical vaginal prolapse with mesh remaining from failed previous sacrocolpopexy. Patient tolerated the procedure well and left the operating room in good condition. As reported by the patient's attorney, the patient experienced an unknown injury.